Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker stored an atrial tachycardia response (atr) episode indicating farfield oversensing. Technical services (ts) reviewed the event confirming intermittent farfield oversensing and suggested increasing the atrial blank post ventricular sense to 85ms (milli-second). This device remains in service and no adverse patient effects were reporte.